Event description:
When doing a function check, the tech found the unit had no sound and the nurse call wasn't working.

Manufacturer narrative:
Tech replaced the sidecom board. After that the unit is working fine. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.